Manufacturer narrative:
The customer reported that the transmitter was producing abnormal heat from the battery compartment and it was giving a choppy spo2 signal. The device was returned to the customer, evaluated, and the reported issue was confirmed. The top case was corroded. The unit was cleaned and the defective parts were replaced. All steps per the maintenance check sheet in the operator's manual were completed and the device was tested for 1 day as per the manufacture's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter was producing abnormal heat from the battery compartment and it was giving a choppy spo2 signal.